Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by the hospital biomed engineer. Upon visual inspection, it was observed that a t-connector was leaking (unspecified point of the machine's hydraulic circuit). The reported condition was verified. The t-connector was replaced, and no further issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, a phoenix machine started to leak from the bottom of the device and clotting was observed. The extracorporeal circuit blood was returned to the patient. The treatment was continued with a new set, however, clotting was observed immediately after restarting. The extracorporeal circuit blood was not returned to the patient and blood was observed in the dialysate. Venous pressures was in the 600s. There was no report of patient injury or medical intervention associated with this event. No additional information is available.